Manufacturer narrative:
The reported complaint involving a battery issue could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device kept turning off, but the device was unplugged and the battery had depleted. The device gave the appropriate battery alarms. In the area where devices are stored, it was noted that devices are not plugged in. There was no patient involvement.